Event description:
Customer alleged that the 840 ventilator did not alarm while in use on a patient. The patient was not harm or injured as a result of the event.

Manufacturer narrative:
Multiple attempts have been made to try and obtain additional information but no customer response. Npb was not authorized to service the device at this time.